Manufacturer narrative:
Article citation: coombs, demetrius m., aliotta, rachel, jagadeesh, deepa, et al. Breast implant-associated anaplastic large cell lymphoma with invasive chest wall masses. Annals of plastic surgery. 26/mar/2021; 1-6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a deflated right breast implant".

Event description:
Through journal article ¿breast implant-associated anaplastic large cell lymphoma with invasive chest wall masses¿ authors report a patient who experienced "a deflated right breast implant." The device was explanted and not replaced.